Manufacturer narrative:
(B)(4). This product is not sold in us. One device sample was received for evaluation. The second device was not returned for evaluation. This devices had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product did not meet specification as received. Visual inspection found no defects. The water circulated normally through the device. The device did not read the temperature properly. The needle was removed. The solder joint at the tip of the thermocouple was found to be broken. The investigation identified the root cause of the reported event to be a poor solder joint. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the unit had no impedance roll off when ablation was conducted causing the system to stop. The generator had an alarm issue. Another unit was used to complete the procedure. There was no patient injury. Investigation found that the solder joint at the tip of the thermocouple was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.